Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient developed major bleeding in the upper gastrointestinal tract. The patient was transfused four to eight units of red cell concentrate while the patient was on warfarin and aspirin. The relationship between the event and the device was unclear.